Manufacturer narrative:
Integra has completed their internal investigation on 23may2016 . The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the monitor was visually inspected upon receipt and there was no evidence of modification or attempt to modify by the user and no sign of damage due to shipping or environmental conditions. The cam02 monitor was verified as performing to specification. The trending review encompassed from dates 23-mar-15 to 31-mar-16. A total of (B)(4) complaints were reviewed of which 2 complaints contained the search criteria. Based on the trend review, a trend has not been identified, the root cause of the complaints identified is not linked. The quantity of complaints over the review period with the key word identified in the complaint review (2) can therefore be calculated as (B)(4) of procedures. Since the complaint incident could not be duplicated and the cam02 monitor was verified as working to specification, no root cause can be established.

Event description:
The sales representative went to turn on the monitor for initial inservicing for a new cam02 monitor and the monitor would not boot even to the logo screen. It has never been used on a patient. No patient was prepped for surgery. It is taking the sales representative approximately 6 times cycling the power and having to hold power button down to get the monitor to boot up initially. It only comes up to a blank white screen. At day 2 of inservicing, it did boot properly but failed multiple times on day 1.